Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Six non-sustained tachycardia episodes with v-v intervals less than 220 milliseconds, but they occur over a wide time frame from (B)(6) 2009 to (B)(6) 2015. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Eight hundred ninety four ventricular sics since the last session 175 days ago.

Event description:
It was reported that the right ventricular (rv) lead fractured and exhibited high thresholds, many episodes of sensing integrity counter (sic), and noise. The lead is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.